Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A device history record review identified no issues that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient who passed away. The patient was not hospitalized prior to death. The cause of death was not reported. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no previous service events that would cause or contribute to the reported problem. The results of the sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The device met baxter specifications upon arrival. The actual homechoice device was evaluated and all functional tests were performed. During visual inspection, no issues were observed. The power on self-test was successfully performed and a one hour therapy was successfully performed. As a result, the assignable cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.